Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk pelvic mesh a short time after the implantation of another manufacturer product on (B)(6) 2005 to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone corrective surgery or surgeries, has suffered erosion of the mesh, numerous infections, and adhesions or severe scar tissue. Plaintiff's attorney also alleged plaintiff suffered serious bodily injuries, including, but no limited to, dyspareunia, recurrent incontinence, debilitating injuries, and other injuries.